Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed the pump was running on the basal index. The basal history recorded each time the basal rate changed. The basal settings correctly matched the basal index. The pump was run for 24 hours with a one unit per hour basal rate. At the end of testing the total daily dose correctly showed 24 units. The basal history correctly showed the one unit indicating the change history to be recording properly. The complaint was unable to be duplicated.